Event description:
It was reported that during preparation for a percutaneous coronary intervention a balloon catheter was perforated. An 8 x 2.00mm apex monorail balloon catheter was unsuccessfully attempted to be loaded onto a non-bsc guide wire. It was observed that the guide wire passed through a hole on the side of the balloon. The device was removed and not used at any time during the procedure. There were no patient complications reported and the patient's current condition is stable.

Event description:
It was reported that during preparation for a percutaneous coronary intervention a balloon catheter was perforated. An 8 x 2.00mm apex monorail balloon catheter was unsuccessfully attempted to be loaded onto a non-bsc guide wire. It was observed that the guide wire passed through a hole on the side of the balloon. The device was removed and not used at any time during the procedure. There were no patient complications reported and the patient's current condition is stable.

Manufacturer narrative:
Device evaluated by MFR: an examination of the device identified a hole in the wire lumen at 4.6cm proximal to the tip. When a 0.015 inch size mandrel was inserted through the tip it travelled up through the wire lumen until it came to the site of the hole in the lumen. The mandrel exited out through this hole. No other damage was visible along the length of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).